Event description:
Cq service was notified via airtable that the internal tubing of this device was suspect for bacterial contamination. The customer took pictures of the internal tubing of the device which were reviewed by cardioquip director of operations and epidemiologist. After reviewing those pictures, it was recommended that the device receives hpc testing to gain a quantitative analysis of the water quality of the device.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip customer and sent to cardioquip epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for sample test kits via email on 04/10/2023. As of the date of this report, there has been no response to the recommendation.